Event description:
It was reported the needle is wobbly and not stable within the device. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of asgrfc123 showed no other similar product complaint(s) from this lot number.